Manufacturer narrative:
One used suspect device was returned for evaluation. The evaluation is in progress. Information pertaining to the two lot numbers reported by the user are provided below: h508809 - it should be noted that this lot number is for an s-mak501npd which is not what was reported by the user. Expiration date: 06/30/2016. Device manufacture date: 07/01/2013. H491015: expiration date 05/31/2016, device manufacture date 06/01/2013. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the wire unraveled while being pulled out of the needle. The wire did not break. No harm or injury was reported. The user reported two possible lot numbers, h508809 and h491015.